Event description:
According to the information received, difficulties were experienced advancing a 12mm amplatzer septal occluder through the 7f amplatzer torqvue delivery system sheath. The device was deployed in the patient, however, the position was unsatisfactory. It was not possible to retract the device back into the sheath. The delivery sheath was exchanged for a larger size and the procedure was successfully completed.

Manufacturer narrative:
The amplatzer torque delivery system (sheath and dilator) was received at aga medical. Visual inspection determined the distal half of the sheath did not have a smooth profile and the sheath tip was wrinkled. Following decontamination, the inner diameter of the sheath and the sheath tip were measured and found to be within specification. Using a test 7f loader and a 12mm amplatzer septal occluder, the device advanced properly through the sheath: however, during retraction, the distal tip of the sheath buckled and wrinkled which prevented the device from collapsing. Our investigation reproduced the reported difficulty in retracting the device into the sheath. We confirmed that the sheath profile and the sheath tip did not meet specification, though we could not determine when this damage occurred.